Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier was not functioning during login and the keyboard was intermittently unresponsive. A field service engineer (fse) was powered down, the docking board was replaced, and the system was rebooted, however, the issue persisted. The fse reimaged the station to version 1.6.1. The customer then successfully logged in and verified normal operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not working properly. However, there were no delays or adverse events or injuries reported based on this event.